Event description:
It was reported to philips that the device had a therapy test failure. There was no patient involvement.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the therapy capacitor. The reported problem was confirmed.